Event description:
Pt reported that after they inserted a new insulin cartridge into their device and initiated a prime, the device's piston rod moved very quickly forward and wasted 1/2 the insulin in the cartridge (telescoping prime). Pt stopped using the device - they switched to insulin pen and delivered 18 units of insulin to treat high blood glucose (pt had just eaten a piece of cake). No treatment was rec'd as a result of this event.